Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital and wants to use the insulin pump to control blood glucose. The customer's blood glucose level was 318 mg/dl. The customer was educated on how bolus wizard works. The customer reported that active insulin already delivered 11 units. The device will not be returned for analysis.